Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent an unknown surgical procedure on an unknown date and a topical skin adhesive was used. The patient developed a reaction where the topical skin adhesive was applied. She was treated with a high potency steroid ointment. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent a davinci hysterectomy on (B)(6) 2012 and a topical skin adhesive was used on the incisions. The following day the incisions became red. Seven days post operative the patient went to see the dermatologist. The patient was prescribed a steroid cream and the topical skin adhesive was removed. The patient states that it took approximately one month for the reaction to subsided.